Event description:
On 25th september 2025, rayner received notification from its distributor in singapore of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that during irrigation/aspiration to remove ovd from the eye the surgeon observed a line across the optic of the implanted iol necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during irrigation/aspiration to remove ovd from the eye the surgeon observed a line across the optic of the implanted iol necessitating lens explantation and exchange. The lens was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Rayner iols can cause posterior capsule folds/creasing as a direct result of the high radial force exerted on the capsular bag during implantation. If the marks are generally in line with the direction of injection this may indicate that it could be an artefact of the injection process. Our review of production records for the rayone emv toric rao210t batch 104251373 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 104251373. The device was returned dehydrated in a blister tray; lens was placed in a saline filled container. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was retracted. Provided lens was inspected under x10 magnification and found to be torn in the optic and was missing one of the haptics. Following the full injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was intact. There were visible traces of ovd residue inside the cartridge chamber. Following this, the injector was re-assembled, and fresh sample lens of rayone aspheric rao600c +34.00 d from rayner stock was prepared and injected in accordance with the IFU. The injection was successful, felt very smooth and no issues occurred during this process. No further testing was performed. Product return inspection performed couldn't confirm the event as reported. Although lens was returned in a damaged state, no signs of markings were discovered on the surface of the optic. As the marks have resolved in this case this may be more indicative of creases/folds in the capsular bag. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design.

Event description:
On 25th september 2025, rayner received notification from its distributor in singapore of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that during irrigation/aspiration to remove ovd from the eye the surgeon observed a line across the optic of the implanted iol necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states that during irrigation/aspiration to remove ovd from the eye the surgeon observed a line across the optic of the implanted iol necessitating lens explantation and exchange. The lens was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. Rayner iols can cause posterior capsule folds/creasing as a direct result of the high radial force exerted on the capsular bag during implantation. If the marks are generally in line with the direction of injection this may indicate that it could be an artefact of the injection process. Our review of production records for the rayone emv toric rao210t batch 104251373 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 104251373. Without the ability to examine the device, any evidence (e.g., slit lamp photographs) or without clear event details being provided it is not possible to establish the root cause.